Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the subject device has no issue. It was surmise that there was a problem with the cable that connects the cv-190 to the monitor, or the cv-190 and the monitor cable connection was not perfect. The intermittent loss of image occurred due to unstable connection. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device intermittent image issue. Tac was unable to confirm if the issue was the processor or video cable from the processor to the monitor or the monitor itself. Tac suggested to send the processor back for evaluation or repair, but the customer declined and stated to monitor the situation and call back if necessary. The customer only has one single system at the moment therefore equipment could not be troubleshooted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that, the evis exera iii video system center has an intermittent issue with no image on the screen. There was no patient harm or user injury reported due to the event.